Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported that post port device implant in the internal jugular vein for tpn administration, infection was allegedly noted and the port system was attempted to be removed. It was further reported that the catheter was unable to be removed because it was adhering to the vessel. Considering the risk of removal, only the port body was reported to be removed. The patient status is unknown.